Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she was in the hospital due to a cause unrelated to the insulin pump. The customer's blood glucose was 500 mg/dl. She stated that she reset her insulin pump with a new battery and treated for the high blood glucose thereafter. She reported that the insulin pump had not alerted low battery prior to the off no power alert and stated that she had high blood glucose due to the insulin pump being off. She noted that she had dropped the insulin pump on the bathroom floor the day prior. She reported that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.